Manufacturer narrative:
Submit date: 1/30/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. On (B)(6) 2018, service found that there were no audible tones during start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿no specific complaint." Upon triage, service technician found that there were no audible tones during start up. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.